Event description:
The following information was reported to gore: on (B)(6) 2023, the patient underwent an emergency endovascular treatment. For a impending rupture of thoracic arch aneurysm with dissection, using gore® tag® conformable thoracic stent graft with active control system. After one debranch bypass surgery was performed. The device was implanted from position covering the left subclavian artery. The patient tolerated the procedure. On (B)(6) 2023, the patient presented urgently at night, due to chest pain. Contrast-enhanced CT showed a migration of the proximal side of the device. And an aneurysm formation on the proximal edge of the device at the inner curvature of the aorta. On (B)(6) 2023, the patient underwent an emergency surgery. Ascending aortic replacement with aortic arch branch reconstruction was performed, and two stent grafts were additionally, implanted from the arch to the descending aorta. The procedure was completed. It was reported, that the ascending aorta was about 40 mm in diameter at the time of the index procedure. And originally had a tendency of aneurysm.

Manufacturer narrative:
H3: code "other" was selected, as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Emdr section h6 e code updated.

Manufacturer narrative:
H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events which may require intervention and/or conversion to open repair include, but are not limited to: stent graft migration, dissection h6: codes e0515 was updated to reflect additional information.